Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced ischemia, vf ¿ ventricular fibrillation, vt ¿ ventricular tachycardia, af ¿ atrial fibrillation, and at ¿ atrial tachycardia during and after the procedure. These arrythmias were intervened by cardioversion. It was reported that the patient was brought to the cvor to undergo CABG ×3 with planned impella 5.5 placement. The patient was prepped and draped in routine sterile fashion, then sedated and intubated. During the CABG procedure, the patient intermittently required a levophed infusion due to hypotension prior to going on cardiopulmonary bypass (cpb). It was reported that the patient experienced ischemia and cardioversion was performed. While preparing to close the chest, the patient developed sustained ventricular tachycardia (vt). Lidocaine 1 gram was administered, and the patient was successfully cardioverted with 10 joules. The chest was then closed. It was noted that a final transesophageal echocardiogram (tee) revealed that the impella was positioned close to the mitral valve. Dr. Freeland rotated the device to a more optimal mid-ventricular position, measuring 5 cm from the aortic valve. During this adjustment, the patient again developed vt, prompting re-opening of the chest and cardioversion at 10 joules. The patient was then a/v paced, and the chest was re-closed without issue. The patient was started on epinephrine 8 mcg/min and levophed 7 mcg/min to maintain a map >65 mmhg. Impella flows remained stable at 4.4 l/min. The blue suture hub was secured to the patient, and the impella 5.5 was three-point fixated at 33 cm. The patient was transported to the post-anesthesia care unit (pacu) for continued recovery. The complaint procedure outcome was successful with this device and the patient outcome was noted stable.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hypotension: the root cause of the injury was unable to be determined due to insufficient clinical details. Arrhythmia, ischemia, tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.